Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak at the connection of the supply line of the amia cassette and solution bag was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd cycler set during peritoneal dialysis therapy. The patient was connected at the time of the alarm. This occurred during dwell two of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak at the connection of the supply line of the amia cassette and the solution bag. Renal therapy services (rts) reviewed proper procedures with the patient and advised to remove all supplies. Rts advised the patient to contact their peritoneal dialysis registered nurse regarding incomplete therapy. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.